Event description:
It was reported that the controller was alarming connect power while plugged into the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of constant alarm issue could not be confirmed with the returned mobile power unit (serial # (B)(6)). The unit was plugged into an ac power source and the unit booted up as intended. The mobile power unit operated for several days and was found to function as intended. Of note, visual inspection revealed a damaged/kinked area on the patient cable assembly. The damaged/kinked area was manipulated while the unit operated, and an unexpected alarm could not be reproduced. A root cause of the constant alarm issue could not be determined through this evaluation. A purchase order was requested to replace the damaged/kinked patient cable assembly but was not approved by the hospital. The mobile power unit was returned to the customer unrepaired. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mobile power unit (mpu) was not working correctly. The patient called the week prior reporting constant alarms when connected to the mpu. While connected to a different mpu no alarms were present. The patient was given a loaner mpu by the hospital. It was noted that the original mpu did have a v-lock connector.